Manufacturer narrative:
The displacement test could not be performed due to a cracked display glass. The insulin pump had a cracked reservoir tube lip, scratched reservoir tube window, broken battery tube threads, a cracked belt clip slot and a loose end cap sticker.

Event description:
It was reported the customer fell down on the insulin pump and the display was broken. Customer's blood glucose was 8mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.